Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. The distal conductor was distorted due to over-rotation and visual analysis noted the lead was damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the right atrial lead "looked like an s shape." The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.